Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) provided a low battery warning prior to implant. The icm device was stored in the clinical office at room temperature. The field representative returned the icm device for analysis. Analysis has been completed. There was no reported patient involvement.